Event description:
Pt underwent a right and left heart catheterization for worsening signs and symptoms of congestive heart failure (chf) (echocardiogram 5 days before catheterization showed ejection fraction = 20%). At the end of the procedure an angio-seal was placed in the right femoral artery after an iliac angiogram had shown the sheath insertion site to be above the femoral bifurcation. Immediately after placement of the angio-seal, minimal bleeding from the previous sheath site (without hematoma) was noted and hemostasis was achieved after minimal manual pressure was applied for about 30 mins. Pedal pulses in both lower extremities were palpable (2 plus). Five hrs later, the right lower extremity was noted to be cooler with no palpable pedal pulse or pulse by doppler. An emergent angiogram of the right lower extremity was planned for a presumptive occlusion of the right femoral artery. Meanwhile, the pt was given boluses of IV integrilin/IV heparin and started on an infusion of both medications. The angiogram revealed a totally occluded right femoral artery with collateral flow filling the distal segments. After initially crossing the occluded right common femoral artery, during angiography with a guide wire, a dissection of the proximal right common femoral artery and an arteriovenous fistula were seen. After 4 balloon inflations the fistula was sealed. There was angiographic flow in the superficial and deep femoral arteries and a transient right pedal pulse was palpated. However, there was a loss of the pedal pulse and a systolic blood pressure in the 80's mmhg. Pt was typed and crossed for blood and large amounts of intravenous saline were infused. The pt underwent an emergent surgical exploration. Intraoperatively, the angio-seal was retrieved with the anchor in the lumen, the collagen outside the vessel and a dissection at the access site. The proximal right common femoral artery was excised and an interposition graft was placed. An intraoperative angiogram revealed an embolic occlusion of the popliteal artery which was removed with a fogarty catheter with reestablishment of a palpable pedal pulse. During the operation systolic blood pressure had dropped transiently into the 50 to 60's mmhg and hemoglobin dropped prior to the intervention. Pt required 7000cc's of 0.9 ns, 6u packed red blood cells, 4u of fresh frozen plasma, 1u of platelets and vasopressor support to increase systolic blood pressure into the low 100's. Over the following few days congestive heart failure treatment was optimized. Pt was discharged a week later after the procedure in a stable condition to follow-up with the chf clinic in 2 weeks after discharge, with good right pedal pulses. Wound site was well healed.